Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to elevated blood glucose levels (no specific value given) and diabetic ketoacidosis. Although requested, no additional information was provided on the reported issue.